Event description:
It was additionally reported that the bleeding resolved. The hernia existed prior to pump implantation and was not device related. The patient was monitored for the hernia as there were no signs and symptoms, so no treatment was performed. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Section d1: corrected section d4: corrected catalog number and UDI. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C is currently available. The IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2024 with profuse oral bleeding from a tooth extraction site that was performed on (B)(6) 2024. Surgicel (oxidized regenerated cellulose) was applied. The patient received 1 unit of blood and intravenous iron. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2024 and captured a small hiatal hernia with no active bleeding noted. Entresto (sacubitril and valsartan), acetylsalicylic acid (asa), and warfarin were held at discharge until a clinic appointment on (B)(6) 2024.